Event description:
It was reported that the atrial screw was replaced due to being faulty. Only artefact showed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported lead issue can be verified. It was due to short circuit in the lead caused by damaged inner insulation. Dried body fluid inside the inner insulation prevented the inner coil rotation which prevented the helix extension. Too may revolutions trying to actuate the helix when it was stuck caused the inner coil to become over torque. This resulted in the inner coil collapsed and damaged the inner insulation and also short circuited the lead coils. The helix could be fully and normally extended and retracted on a short length of lead.